Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Right hip revision due to pain. Patient had an acetabulum revision. The cup and liner were not stryker. The stem which wasn't removed was stryker v40 taper. Removed and replaced the v40 head.